Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis with culture positive for streptococcus mitis in a patient coincident with extraneal viaflex (imported from the USA) and physioneal unspecified therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on the same day. The cause of the peritonitis was not reported. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The peritonitis had recovered with sequelae. Action taken with extraneal viaflex and physioneal unspecified therapies was unknown. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).